Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found and sent back to the customer without any repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. Device return date is not available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results conform to the alert levels established by the french regulation of july 4, 2016 with a number of revivable microorganisms between 5 and 25 cfu/endoscope. The results conclude that taking into account the nature (non-pathogenic flora) and the number of isolated microorganisms, the microbiological quality of the endoscope can be considered as satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water. Customer provided information of their reprocessing method. During pre-cleaning, suction and rinsing is performed for the air water channel and auxiliary channel. Detergent is not used. During manual cleaning detergent used is anyosine. Brushing is performed for the suction channel, suction piston, and suction access port. Model numbers of the brushes used is not provided. Disinfecting is not performed for manual cleaning. Automatic endoscopy reprocessor (aer) device is soluscope. Detergent used with it is c2n and disinfectant used is paa. The device is stored in a dcc8000 storage cabinet. Maintenance of the device is by olympus. Device evaluation not yet completed.